Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing.

Event description:
It was reported that the patient experienced fatigue due to inconsistent capture and high thresholds on the right ventricular (rv) lead. Additionally, the lead was oversensing the t wave. Initially the issues were thought to be due to the implantable pulse generator (ipg); however during the device replacement procedure, the rv lead was tested and showed the same behaviors through the analyzer. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.